Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy explant date: not applicable, as lens was not explanted. Initial reporter telephone number: (B)(6). Other (81): the device is not returning for evaluation as to date it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that surgeon can see a layer of white coating on the optic through slit lamp during post 1 week follow up, patient vision 6/15. Surgeon clarified that there¿s something at the back of the optic but it is not pco(posterior capsule opacification). No further information available.